Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-06016, 1627487-2014-06017. The patient has two leads implanted with the same lot number. It was reported, the patient is experiencing pain at the ipg site, uncomfortable stimulation, ineffective stimulation and a heating sensation at his ipg site while charging. Lead diagnostics showed the low impedances on multiple contacts. The patient is no longer using his scs system and is requesting to have it removed. Surgical intervention may be pending to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.